Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the mildly tortuous and calcified target lesion left anterior descending(lad) artery. While prepping a 38 x 2.50 promus premier¿ drug-eluting stent for use, it was noted that the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).